Manufacturer narrative:
During ge healthcare technician checkout, it was noted that unit had a faulty power supply board causing blown fuses and a faulty power switch causing the unit to turn off intermittently when lifting and releasing the switch cover. Replaced faulty power supply board, power switch and replaced blown fuses. No report of patient involvement.

Event description:
The hospital reported that when they took the unit into the MRI room, there was no power to the unit. There was no reported patient involvement.